Manufacturer narrative:
(B)(6). (B)(4). Concomitant medical product - tess hum reverse corolla s0, cat#: p1700430 lot#: 0001151822. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k060694. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3006946279-2017-00075 - 00076.

Event description:
It was reported that during a shoulder arthroplasty, it was difficult to insert the humeral insert into the corolla. The surgeon attempted to impact with a mallet, which caused the corolla migrate slightly lateral, but it still would not seat. A second insert of a different size was attempted with the same results. The surgeon then removed the locking ring, spread it out, and reinserted it in the corolla. The insert then sat properly. No adverse events have been reported as a result of the malfunction.